Event description:
It was reported that a skin reaction has occurred. The sensor was inserted into the arm on (B)(6)2026. According to the patient, on approximately (B)(6)2026, the patient experienced a skin reaction with redness, inflammation/swelling, pustules and an infection underneath the sensor pod area. The patient contacted their general practitioner, and was prescribed oral antibiotic oral azithromycin teva 500 mg. On(B)(6)2026, the patient went to the hospital to get an ultrasound performed to examine the lump that had formed at the site. The patient did not provided the results of the ultrasound. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the lump had decreased. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).